Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer stylus was not calibrated. It was also indicated that the programmer had extensive internal and external contamination. The programmer was to be replaced. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to calibrate to the stylus pen. The stylus was replaced and the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.